Manufacturer narrative:
No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The account reported the right intermediate side rail will not latch. The bed is located on the second floor micu hallway at the facility. There was no pt/user injury reported. (B)(4).